Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the partially deployed stent was difficult to reconstrain. The patient was under local anesthesia. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified c1 segment of left internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along the guidewire to the right carotid artery. Angiography showed that the tip of the stent was at a relatively low position and could not cover the lesion area well. The stent was delivered upward; however, significant resistance was felt, and it was difficult to cross the curved part at the end of c1. The physician made multiple attempts to retrieve it but failed. Since it could not be retrieved, they had to continue pushing to deploy the stent. After several attempts, the stent barely reached the position and angiography showed that the position was appropriate. However, during the process of stent deployment for positioning, resistance was encountered, and the stent was shortened as the stent popped out after deployment. Angiography showed that the stent did not cover the lesion position. Subsequently, a 10.0-37 carotid wallstent self-expanding was selected for remediation, which was intended to cover the 10.0-24 carotid wallstent and the lesion site. However, after the stent was in place, the stent was released halfway, but it was unable to release the stent fully due to huge resistance, and it could not be recovered. Then, an 8f guiding catheter was used to go up through the 10.0-24 carotid wallstent stent to recover the 10.0-37 carotid wallstent. In vitro test, the delivery shaft of the 10.0-37 carotid wallstent could not be pushed, and the stent delivery shaft was deformed. The 10.0-24 carotid wallstent was left in the patient's right internal carotid artery at the beginning of c1. Angiography confirmed that the location of the lesion was significantly improved after dilatation with the sterling mr balloon dilatation catheter. The procedure was cancelled. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - added initial reporter zip/post code. E1 - added initial reporter email. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The device was returned with the stent fully mounted in the correct location on the device. Unable to deploy the stent due to the outer sheath break. A visual and tactile inspection identified a complete outer sheath break located at approximately 30mm distal of the main t-body. The outer sheath was noted to be damaged where it was detached. A visual and tactile examination identified that the tip of the device was detached and not returned with the device. This concludes the product analysis.

Event description:
It was reported that the partially deployed stent was difficult to reconstrain. The patient was under local anesthesia. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified c1 segment of left internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along the guidewire to the right carotid artery. Angiography showed that the tip of the stent was at a relatively low position and could not cover the lesion area well. The stent was delivered upward; however, significant resistance was felt, and it was difficult to cross the curved part at the end of c1. The physician made multiple attempts to retrieve it but failed. Since it could not be retrieved, they had to continue pushing to deploy the stent. After several attempts, the stent barely reached the position and angiography showed that the position was appropriate. However, during the process of stent deployment for positioning, resistance was encountered, and the stent was shortened as the stent popped out after deployment. Angiography showed that the stent did not cover the lesion position. Subsequently, a 10.0-37 carotid wallstent self-expanding was selected for remediation, which was intended to cover the 10.0-24 carotid wallstent and the lesion site. However, after the stent was in place, the stent was released halfway, but it was unable to release the stent fully due to huge resistance, and it could not be recovered. Then, an 8f guiding catheter was used to go up through the 10.0-24 carotid wallstent stent to recover the 10.0-37 carotid wallstent. In vitro test, the delivery shaft of the 10.0-37 carotid wallstent could not be pushed, and the stent delivery shaft was deformed. The 10.0-24 carotid wallstent was left in the patient's right internal carotid artery at the beginning of c1. Angiography confirmed that the location of the lesion was significantly improved after dilatation with the sterling mr balloon dilatation catheter. The procedure was cancelled. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The device was returned with the stent fully mounted in the correct location on the device. Unable to deploy the stent due to the outer sheath break. A visual and tactile inspection identified a complete outer sheath break located at approximately 30mm distal of the main t-body. The outer sheath was noted to be damaged where it was detached. A visual and tactile examination identified that the tip of the device was detached and not returned with the device. This concludes the product analysis.

Event description:
It was reported that the partially deployed stent was difficult to reconstrain. The patient was under local anesthesia. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified c1 segment of left internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along the guidewire to the right carotid artery. Angiography showed that the tip of the stent was at a relatively low position and could not cover the lesion area well. The stent was delivered upward; however, significant resistance was felt, and it was difficult to cross the curved part at the end of c1. The physician made multiple attempts to retrieve it but failed. Since it could not be retrieved, they had to continue pushing to deploy the stent. After several attempts, the stent barely reached the position and angiography showed that the position was appropriate. However, during the process of stent deployment for positioning, resistance was encountered, and the stent was shortened as the stent popped out after deployment. Angiography showed that the stent did not cover the lesion position. Subsequently, a 10.0-37 carotid wallstent self-expanding was selected for remediation, which was intended to cover the 10.0-24 carotid wallstent and the lesion site. However, after the stent was in place, the stent was released halfway, but it was unable to release the stent fully due to huge resistance, and it could not be recovered. Then, an 8f guiding catheter was used to go up through the 10.0-24 carotid wallstent stent to recover the 10.0-37 carotid wallstent. In vitro test, the delivery shaft of the 10.0-37 carotid wallstent could not be pushed, and the stent delivery shaft was deformed. The 10.0-24 carotid wallstent was left in the patient's right internal carotid artery at the beginning of c1. Angiography confirmed that the location of the lesion was significantly improved after dilatation with the sterling mr balloon dilatation catheter. The procedure was cancelled. There were no patient complications as a result of this event, and the patient was stable post-procedure.